Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that this was the second time the customer called for receiving a power error alarm. Their blood glucose was unknown. The customer stated that they changed the batteries daily. They called to troubleshoot on (B)(6) 2017 for the power error alarm and got a low battery alert. During troubleshooting, they were asked if the power error was detected within a week of troubleshooting a previous occurrence and they said that it reoccurred on (B)(6) 2017. The customer was advised that insulin pump would need to be replaced. The pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded (B)(4)) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Unit also alarmed power loss due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electronic board 1, pump was monitored and functioned properly. Unit received with minor scratched display window and case.